Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device failed functional testing for sensing. No anomalies were found with the backup function of the device. (B)(4).

Event description:
It was reported that the external pulse generator (epg) suddenly turned off during use. The epg was replaced with another epg and then returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.